Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair, al-kalei et al. 2018. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. H6)device code: 3191 - no code available for dissection. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: 951 days after tevar patient presented with retrograde type a aortic dissection. New tear connected to stent: no. Patient had open surgery but died. Patient outcome: open surgery to repair retrograde type a aortic dissection. Don't know if the tx2 stent graft was removed from the aorta when open repair of retrograde type a dissection was attempted. The patient died even though retrograde type a dissection was attempted to be repaired with open surgery.

Manufacturer narrative:
Manufacturers ref#: (B)(4). The event is no longer considered reportable in us based on the completed investigation. The complaint is not confirmed, as there is no evidence of device failure contributing to this event involving the tx2 device. Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair¿, where cook¿s stent grafts were used, among other products. This pr focuses on a patient who had a tevar due to a type b aortic dissection. 951 days post the procedure the patient presented with a retrograde type a aortic dissection. The patient was attempted to be repaired with an open surgery but died. According to the article provided, the new tear was not connected to the stent graft and therefore unrelated to the product. The article was reviewed by wce¿s medical advisor. Per the clinical assessment the cause of rtad ( retrograde type a aortic dissection) is likely to be multifactorial, broadly categorized into procedural-related, stent graft-related, arch anatomy-related, disease-related and disease progression-related. As this event occurred 951 days post-tevar and since the authors has already ruled out relation to device the medical advisor concludes it is disease progression-related. As there is no evidence of device failure contributing to this event involving the tx2 device, the complaint is not confirmed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.